Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator non-malignant pain. It was reported that the patient was experiencing pain around the implantable neurostimulator site since implant, so he had his impl antable neurostimulator battery removed and he was in the hospital with so much pain after having back surgery. The health care provider left the paddle lead in the body because the doctor said he didn¿t want the patient to go through another surgical procedure at this time. The patient confirmed that they were having an MRI of the lower back due to the pain at the implantable neurostimulator site. There were no further complications reported.